Event description:
This device was returned without oos documentation from st. Jude medical. Per following physician's office, the pt experienced multiple syncopal episodes and the functionality of the device was questioned. The device was replaced with a competitive product.